Event description:
It was reported that the device failed to charge defibrillation energy during a patient event. The customer was reported to have breathing difficulty during the initial call. The first responders were providing CPR when the paramedics, second responders, arrived at the scene and initiated advanced life support. The patient was large and reported to be in asystole while being moved to an ambulance. During transport, the patient converted to a ventricular fibrillation rhythm and the device failed to charge defibrillation energy. The device screen was reported to flash blank and on, give lead error and default to lead ii when the charge button was pressed. The user changed to paddles, changed the defibrillation electrodes (kendall medi-trace) and reseated the therapy cable, but the same issue persisted. A backup lifepak 12 defibrillator was available (delay unknown) and provided a single 200j shock. The patient went into asystole rhythm and the paramedics continued the code to the health care facility. The patient skin condition was reported to have normal moisture, but cyanotic (a bluish coloration of the skin or mucous membranes, caused by lack of oxygen or abnormal hemoglobin in the blood). The patient was not resuscitated. The paramedic at the scene and the clinical education manager informed that the device issue did not contribute to the patient outcome. There were no further details on the event or patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported issue could not be determined.